Manufacturer narrative:
Three attempts to contact the account have been made regarding a resolution to this allegation with no response. Based on this information, no further action is required.

Event description:
The account reported the brake pedal will go into brake mode but the brake casters will not lock intermittently. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).